Manufacturer narrative:
G4 has been updated.

Event description:
It was reported that, after an rt-plus system had been implanted on (B)(6) 2019, the patient complained of progressive pain in the area of the ventral knee joint during flexion and weight bearing as well as pain in the area of the popliteal fossa with increased flexion. On (B)(6) 2023, a fracture was rudimentarily recognizable on the images between the femoral component and stem coupling point. The modular femoral shaft with the broken shaft holder is shown isolated from the femoral component. A revision surgery was conducted on (B)(6) 2023 to address the adverse event. The femoral components and the insert were replaced, while the tibia was retained. The patient has good health condition.

Manufacturer narrative:
Internal complaint number: (B)(4).

Manufacturer narrative:
Section h10: it was reported that, after an rt-plus system had been implanted on (B)(6)2019, the patient complained of progressive pain in the area of the ventral knee joint during flexion and weight bearing as well as pain in the area of the popliteal fossa with increased flexion. On (B)(6) 2023, a fracture was rudimentarily recognizable on the images between the femoral component and stem coupling point. The modular femoral shaft with the broken shaft holder is shown isolated from the femoral component. A revision surgery was conducted on (B)(6) 2023 to address the adverse event. The femoral components and the insert were replaced, while the tibia was retained. The patient has good health condition. The complaint device used in treatment was not returned for investigation. However, a visual inspection of the device was conducted on x-ray images provided by the complainant, and it was concluded that the lateral image evidences the femoral fracture and the broken femoral stem. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The complaint history review for the complaint device revealed no additional complaints for the affected batch nor additional complaints for the same product number over the past 12 months with similar failure mode. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The instructions for use states "fracture, breakage" of the component as a ¿potential medical device problem¿ and "fracture / limb fracture" as a "potential adverse device effects", in combination with the implantation of a knee prosthesis. The reported pain may be consistent with the reported fracture of the femur behind the component and the prosthetic stem fracture and likely micromotion; however, with the information provided a clinical root cause for the reported broken prosthetic stem fracture cannot be confirmed and it cannot be confirmed whether the femoral fracture or implant breakage came first though there could be a relationship between the two. The patient impact is the pain, revision of the inlay and femoral component, and expected post-op convalescence period. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. The root cause of the reported event remains undetermined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system and trauma to the joint replacement. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received. Internal complaint reference number: (B)(4).